Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed to discharge while on a pt. There was no pt impact.